Event description:
It was reported that during a laparoscopic choelecystectomy, the clips were malformed. A small (metal) piece of the tip separated from the device, when it separated, it did not fall into the pt. A new device was opened to complete the case. A cholangiography was being performed, but unsure if that is when the tip broke. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.